Manufacturer narrative:
With respect to the returned unit, it has passed all specific functional testing requirements. When the unit was properly positioned and put under pressure, the unit did not slip. The device history record review showed no abnormalities related to the reported failure. The complaint was not confirmed. There was no issues observed. The root cause is undetermined at this time.

Event description:
An integra sales representative reported on behalf of the customer that on (B)(6) 2018, a (B)(6) male patient slipped out of an a1114 mayfield infinity skull clamp during an unspecified procedure, resulting in a one and a half inch laceration. Additional information had been requested however, medical revision or intervention required as well as surgery delay were still unknown.